Manufacturer narrative:
Patient identifier: (B)(6). UDI: (B)(4). The expiration date is currently unavailable. Investigation summary: according to the information provided, it was reported that during a meniscal repair, the needle broke when sliding gun into the knee. In the second gun, the implant did not reach past the capsule and had to be cut out. The complaint devices were discarded by the customer, therefore unavailable for a physical evaluation. Since the complaint devices were discarded, we cannot determine a root cause for the reported failure. If additional information is received in the future, we will reopen the complaint and perform the investigation as appropriate. A manufacturing record evaluation was performed for the finished device [6l84375] number, and no non-conformances related to the reported complaint condition were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the sales rep that during a meniscal repair procedure on (B)(6) 2021, it was observed that the truespan 0 degree plga device broke when sliding gun into the knee. Another like device was used to complete the procedure with a seven minute delay. There were no adverse patient consequences reported. No additional information was provided.